Manufacturer narrative:
Additional information from follow-up response states that the complaint information was received to j&j sales representative on 10/13/2020. Hence, the correct date received by manufacturer (mm/dd/yyyy) is 10/13/2020 not 10/14/2020 as reported in the initial MDR report section g4. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Facility name, address line 1, phone, city, state, postal code: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens (iol) was defective. There was patient contact with the product. Additional information was received stating that the lens was partially delivered into the patient eye and was then removed. Medical/surgical interventions such as vitrectomy, incision enlargement and sutures were performed. The back-up lens used with a different model and different diopter lens (ar40e 15.5d). The patient was doing good at the time of discharge. Suspect product will not be returned. No further information provided.